Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. However, the patient is a poor surgical risk as they have fibromyalgia and vasculitis which causes small hematomas to form when bumping into something as well as pain all over their body. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has fibromyalgia and vasculitis (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported hematomas at the receiver sites and was hospitalized overnight. At the hospital, ice packs were applied to the hematomas and pain medication was prescribed. As on (B)(6) 2024, the hematomas have gone down a lot but they are still present and causing pain. The patient is not wearing the device as they are waiting for the hematomas to fully heal which could take three weeks.